Event description:
When the experienced neonatal intensive care nurse drew blood for ordered laboratory tests from the infant's umbilical artery catheter (uac), the nurse observed blood inside / around the stopcock (blood should not normally be there). The pressure monitoring system was removed and replaced with a new one. There was no adverse effect to the infant (very small amount of blood loss). The device was retained and this facility would like the manufacturer to inspect the device and report back their findings to us.this facility has had two similar events with this manufacturer's device within the last two months. No harm to either patient.